Event description:
An attempt was made with the 19g procore needle ((B)(4)) to obtain a biopsy of the pancreas mass. The stylet was pulled back 1 cm as usual, however, due to resistance the needle would not advance out of the scope channel for a biopsy. The needle was removed and was noticed to be slightly bent about 1 cm from the end. When the stylet was reinserted back into the original position, the needle broke off at the bend. A 22 g echo tip ultra needle was used to complete the procedure without any problems. The device was outside the pt when it broke. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
There were no (B)(4) devices of lot number c660354 in stock at the time of the complaint eval; (B)(4) of lot number c660354 was returned for eval. Approx 2.2 cm was missing/broken off from the distal end of the needle. The broken section of the needle which would contain the dimpled section and the core trap was not returned. There was very slight kinking noted where the needle had broken. The customer complaint was confirmed as the tip of the needle was broken. As the actual use conditions could not be replicated in the laboratory, the cause of this complaint could not be conclusively determined. The following may be noted from the info received: the scope was in the duodenal bulb and therefore in flexed position. The stylet was not in place inside the needle when advancing into the targeted site. The instructions for use provides the following details in the precautions section: 'ensure the stylet is fully inserted when advancing the needle into the biopsy site'. Prior to distribution, all (B)(4) devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the mfg records for (B)(4) lot number c660354 did not reveal any discrepancies which could have contributed to the complaint report. No corrective action is warranted at this time. This event did not impact the pt or user. This observation occurred during the procedure. The device was outside the pt when it broke. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. The info in this complaint record does not suggest that if this were to happen again, it would be likely to cause or contribute to death, serious injury, or require medical or surgical intervention. The 2 year complaint history has been reviewed and it is believed that the likelihood of this type of occurrence is low.